Manufacturer narrative:
Device is a combination product. Initial reporter :(B)(6).

Event description:
(B)(6) study. It was reported that the patient was diagnosed with unstable angina following the procedure. The target lesion #1 was a long lesion located in mid right coronary artery (rca) (cass site # 2) extending to the distal rca (cass site # 3) with 100% stenosis. Lesion length of 30 mm, and a reference vessel diameter of 2.7 mm. The target lesion #1 was treated with pre-dilatation and placement of 2.75 x 16 mm and 3.00 x 24 mm promus element stents. Following post dilatation, the residual stenosis was 0%. The patient was discharged nine days later on aspirin and clopidogrel. In (B)(6) 2018 the patient was diagnosed with unstable angina and was hospitalized the same day. Coronary angiography was performed, which revealed 99% distal in-stent restenosis of previously placed study device in the rca. The restenosis was treated with percutaneous coronary intervention. Following intervention, residual stenosis was 0% and the subject was discharged 4 days later. The device was not returned for analysis.